Event description:
It was reported that a remote transmission revealed t-wave oversensing (twos). The implantable cardioverter defibrillator (ICD)'s upper tracking rate was adjusted and the right ventricular (rv) lead sensitivity was adjusted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6947, implantable tachy lead, (B)(6) 2008. Product ID: 4194, implantable pacing lead, (B)(6) 2008. (B)(4).